Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.1: initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation, which shows a device before use with a person pointing to the part of the device reported as defective; however, the actual defect is not visible in the photo. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber sleeve of an unspecified number of devices got stuck at the top, exposing the needle, resulting in sample leakage. No adverse impact was reported regarding the patient or user.